Event description:
Revision surgery event was discovered when data analysis for post-approval study enrollment report was being performed. It was not reported by the site asa revision surgery at the time. Patient was treated surgically for a secondary post-op acute infection with I&d, synovectomy, and poly exchange on (B)(6) 2024. Patient underwent an additional removal surgery for the same infection on (B)(6) 2024 (ref. MFR report# 3012104767-2024-00002). Manufacturer was not notified of the event at the time of surgery; no explant was available for analysis.

Manufacturer narrative:
Device revised due to post-operative infection.